Manufacturer narrative:
Customer submitted patient specimen for investigation testing. The presence of the fya antigen was confirmed on retention capture-r ready-screen (crrs), lots g119, k047 and k050. The patient specimen was tested in an in-house galileo with crrs, lot g119 and abs2000 with crrs, lot k047. The specimen was antibody screen negative on both instruments. The specimen was tested by manual tube method with panoscreen using immuadd as the potentiator. Very weak microscopic reactivity was observed with fy(a+) reagent red blood cells. The specimen had a negative direct antiglobulin test using manual tube and capture methods. The event appears to be related to the nature of the specimen. The package insert for capture-r ready screen, limitations section states: "...weak examples of other clinically relevant antibodies, such as passively administered anti-d, may fail to react by capture-r ready-screen even though the antibodies area detected by an alternative method. No one method is capable of detecting all antibodies. " and "negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test methods employed."

Event description:
Customer reports a patient specimen containing an anti-fya was not detected on the galileo. Customer tested the specimen on the galileo in 2005, with negative results for antibody screen. The pt was transfused with two units of red blood cells. Another specimen was collected and tested the following month for antibody screen using a gel method. The screen was positive. The pt autologous control and direct antiglobulin test were positive. An elution was performed and anti-fya was identified. The customer retested the original specimen from previous month. Antibody screening on the galileo and abs2000 were negative, antibody screening by gel method was positive (1-2+).